Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that shortly after implant, the right ventricular (rv) lead exhibited an increasing sensing integrity counter (sic). The lead integrity alert (lia) triggered, and the lead also exhibited unstable thresholds and high rate non-sustained episodes were observed. An x-ray indicated that the pace/sense portion of the lead was not fully inserted into the implantable cardioverter defibrillator (ICD) header. The lead was reprogrammed, and the system was later revised and remains in use. No patient complications have been reported as a result of this event.